Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection found the access line was perforated near the support plate. The reported condition was verified. The reported leak is due to the observed line perforation. The cause of the perforation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external solution leak was observed originating from a ¿broken tube¿ of the access line (next to the blood pump) of a prismaflex m100 set during priming. The set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.